Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A product experience report was received on 04/12/2018 stating that this lead was exhibiting out of range shock impedance measurements. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).